Event description:
A turnpike lp catheter was used during a patient procedure. While advancing the turnpike lp, the hub of the turnpike lp separated. The doctor continued using the product without the hub and managed to place the wire successfully. No patient impact was reported.